Manufacturer narrative:
(B)(4). The rt319 adult bi-level CPAP breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt017 exhalation port and associated rt319 adult bi-level/CPAP inspiratory-heated breathing circuit were not available to be returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is thus based on the information provided by the hospital and our knowledge of the product. Without the return of the complaint devices, we are unable to determine if the devices had a malfunction which may have caused or contributed to the reported event. A recurring pin gauge test and visual inspection is conducted on the rt017 exhalation port to ensure there are no occlusions in the exhalation port holes prior to release for distribution. Any exhalation ports that fail testing or inspection are discarded. The subject rt017 exhalation port would have met the required specification at the time of production. The user instructions that accompany the rt319 adult bi-level/CPAP inspiratory-heated breathing circuit include the following warnings: check for occlusions in both inspiratory and pressure line before connecting to patient. Set appropriate ventilator alarms. Do not block or seal the vent holes on the exhalation port. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the rt319 adult bi-level CPAP breathing circuit caused the ventilator to alarm due to secretions blocking the rt017 exhalation port. It was confirmed by the hospital that there was no patient consequence.